Event description:
Following a ptca/stent procedure, an angio-seal device was placed; the physician hesitated during deployment, and a 2 cm hematoma formed immediately . However, hemostasis appeared to have been without incident. The pt was moved to ccu. Once in the ccu (length of time unspecified ), the pt bent his leg, at which time an arterial bleed from the puncture site was noted. Manual compression was used to control the bleeding, and a femostop device was placed. The pt's distal pulses remained good, and the pt was discharged from the hosp with no further sequelae.